Event description:
Customer reportedly received results of 466 mg/dl and 79 mg/dl within 10 minutes on the same device. Later that evening he reportedly received results of 423 mg/dl and 107 mg/dl within 10 minutes on the same device. No low or high blood symptoms reported with any of the readings. No actions were taken based on device results. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.